Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging the patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previously submitted report, section h6 or device problem code grid was incorrect. Section h6 has been corrected/updated. The device is not a part of recall.